Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing/over-engaging the inserter within the screw during use. Reference lt1-00112-en univers revers¿ modular glenoid system surgical technique guides.

Event description:
On 07/29/2025, it was reported by a sales representative via (B)(4) that an ar-9625 hex driver tip snapped off. This occurred during use in a case with no patient effect. The case was completed using a spare driver. The broken piece was unable to be removed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.